Event description:
It was reported by service report that the brakes were not holding and the jacks were drifting. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: brake cam.